Event description:
End user called for help using the device. Trouble shooting by phone confirmed that the calibration check strip test was out of range. The device was replaced and the defective one returned for investigation.